Event description:
The following info was reported to kci by the emergency room nurse: the v.a.c. Freedom unit alarmed with "nothing on the screen." On (B)(6) 2013, the following info was reported to kci by the emergency room nurse: the patient was sent to the emergency room allegedly due to "wound deterioration" which required surgical intervention. On (B)(6) 2013. The following info was reported to kci by the emergency room nurse: the pt's wound required sharp debridement, date not provided. The pt continued to receive v.a.c. Therapy.

Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged wound deterioration is related to v.a.c therapy. Kci has not been able to obtain sufficient info to establish a root cause.